Event description:
The facility reported to baxter (B)(4) that an extension set was found to be leaking from the bottom of the set. This occurred during use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition that an extension set was found to be leaking from the bottom of the set was confirmed during sample evaluation. The actual sample was available at the plant for evaluation. No defects were observed during visual inspection. During a pressure test of the sample, a leak at the bond linking the tubing to the filter was observed. The tubing was pushed too far up on the tubing port of the filter causing a void. No other tests were performed. The assignable root cause of the reported condition was due to manufacturing deficiency. Should additional information be received, a follow-up medwatch will be submitted.